Event description:
Positive inspiratory flow test failure a ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed repair testing for positive inspiratory flow being above acceptable range. The device's sensor board will need to be replaced to address the issue. The customer requests no repair to the device. Device will be returned to customer unrepaired.